Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a smart touch unidirectional catheter. The deflection was inadequate as the catheter could not deflect. The catheter was changed. The procedure was completed with no patient consequence. The clear sleeve (pebax) had reddish brown material inside it on the distal side of ring #2, peek housing and tip lumen transition had a small bump with polyurethane (pu) cracked not showing internal components. These conditions were not originally reported by the customer. Further information received stated that physical damage of the catheter was not noticed by the costumer. The spectrum electro magnetic (sem) results show that the external surface of the pebax exhibits evidence of a pinhole. It is possible that an unknown object punctured the pebax and caused the pinhole. An internal corrective action has been opened to investigate this type of pebax damage. Per the deflection complaint, the catheter was tested for deflection and the catheter failed. Afterwards an x-ray of the catheter was taken and it was noticed that the t bar was slightly slid down getting caught at tip. This condition may contribute to the bump observed due to the fact that the t-bar is applying stress at that point. An internal corrective action has been opened to investigate the t bar issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The customer complaint has been confirmed. Internal corrective actions have been opened to investigate the damaged pebax on the smart touch and for the t bar issue.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The ¿suspected medical device¿ reported in this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under PMA # p030031/s053. (B)(4). Manufacturer's ref. No: (B)(4). Event description continuation: during the bwi failure analysis product investigation noted on july 15, 2015, the spectrum electro magnetic (sem) findings show that the external surface of the pebax contains a pinhole. Therefore, this issue has been assessed as reportable. The awareness date is reset to july 15, 2015.

Event description:
It was reported that a patient underwent a procedure with a smart touch unidirectional catheter. During the bwi failure analysis product investigation, the spectrum electro magnetic (sem) findings show that the pebax external surface contains a pinhole. The original issue reported was that the deflection was inadequate as the catheter could not deflect. The catheter was changed. The procedure was completed with no patient consequence. The most likely consequence is an intraprocedural delay . The potential risk that it could cause or contribute to a serious injury or death is remote. Therefore, this issue was assessed as not reportable. During the bwi failure analysis first visual inspection, it was found that the clear sleeve (pebax) had reddish brown material inside it on the distal side of ring #2. However, there were no signs of damage to pebax material. Also the peek housing and tip lumen transition had a small bump with polyurethane (pu) cracked open on the first coat, but covered by the second coat. The tip lumen had bumps about 9.5mm from the transition with the peek housing. The returned catheter condition had not been reported. However, additional clarification was asked if any of these findings were noticed before returning the catheter to bwi and it was stated that they did notice these findings before returning the product to biosense webster, inc. These findings were assessed as not reportable as the catheter integrity was maintained and no internal components were exposed to the patient. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.